Manufacturer narrative:
The device was evaluated, and the reported issue a sporadic failure. The failure could not be confirmed but occurrence was likely. The forceps passage had deep scrape marks. The evis image was noisy. The control knob movement (right/left knob) had play. The plastic distal end cover had dents and scratches. The bending section cover glue was cracked on both sides. The insertion tube and light guide tube had buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a chewing gum blockage inside. It was unknown if the issue occurred in the previous procedure. After the issue was detected, the scope was not used for another procedure. It was unknown if there was any impact on the previous or subsequent procedure after the issue was detected. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the chewing gum blockage was unable to be identified. The following is included in the instructions for use: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.